Event description:
It was reported that that the patient's pump started non-critically alarming "a few weeks ago". The patient went to their healthcare professional (hcp) at that time and had the pump interrogated revealing the alarm was because the pump "needed to be replaced". The alarm was silenced at that time, pump refilled, and the patient scheduled for a replacement on 2014-(B)(6). It was noted that the critical alarm started sounding on 2014-(B)(6) which was the same day the patient began experiencing withdrawal symptoms. The symptoms included itching, nausea, vomiting, shaking legs, 99.5 degree temperature, and being up all night. The patient's pump was intended to infuse baclofen. Additional information was requested to determine the outcome of any interventions performed.

Manufacturer narrative:
Concomitant: product ID 8731sc, serial# (B)(4), implanted: 2007-(B)(6), product type catheter. (B)(4).